Manufacturer narrative:
Customer returned 2 puendo7's in an autoclave bag. Using microscope visually checked tip. Both instruments were broken as indicated in complaint. No manufacturing defects or markings were noted on instruments. Complaint does not indicate what power setting was being used at time of breakage, only that it was not a p5 unit. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root cause of breakages can not be determined. A DHR review was conducted with no discrepancies noted. Also, a query indicates no additional complaints have been received for this serial/batch number.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two proultra endo tips separated during use; no injury resulted.